Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that they had two sensors that did not have a needle but just a cannula when loading them into the serter. Customer's blood glucose level was not reported. The third and fourth sensors were damaged during insertion. The serter would not fire. The device was not returned.